Event description:
The hcp reported the pt was experiencing withdrawal and they were getting back more drug at refill than expected. The device system was explanted and replaced and returned to the MFR for analysis.